Event description:
It was reported that after wearing the pod, the site became irritated, infected with an abscess and the blood glucose (bg) levels exceeded 250 mg/dl. The patient visited the doctor who prescribed antibiotics (name unspecified) to treat the affected area.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.